Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro, and the patient experienced cardiac tamponade that required medication and intensive care unit (ICU) admission. Then, it was reported that during ablation with a qdot micro catheter in the left atrium, irrigation was not adjusted and ablation was stopped by the ngen generator because the temperature exceeded beyond cut off. The issue was resolved by replacing the catheter with another new one. The temperature cut off value was 55 degrees celsius. The ablation was not conducted beyond the temperature cut-off value. The ablation could be stopped by pressing the stop button or foot pedal release. It was also reported that at the end of the procedure it was confirmed that the patient's blood pressure decreased in the 60s. Effusion was confirmed by echocardiography. Medication of protamine and nitroglycerin were administered. The patient's blood pressure got back to normal status after about 20 minutes and the patient was returned to the ICU. Drainage was not performed. Patient required extended hospitalization. Patient fully recovered, however, required extended hospitalization (patient was discharged from the hospital 4 days after the procedure). The physician's opinion on the cause of the adverse event is that it was procedure related. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. The temperature, impedance and irrigation were performing normally. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The high temperature and impedance issues reported were not confirmed. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states the following: careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. Purge the catheter and irrigation tubing with heparinized normal saline prior to insertion of the catheter inside the patient body. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro, and the patient experienced cardiac tamponade that required medication and intensive care unit (ICU) admission. First it was reported by the physician that during mapping with the optrell, the deflection was not working. The issue was resolved by replacing the catheter with another new one. Then, it was reported that during ablation with a qdot micro catheter in the left atrium, irrigation was not adjusted and ablation was stopped by the ngen generator because the temperature exceeded beyond cut off. The issue was resolved by replacing the catheter with another new one. The temperature cut off value was 55 degrees celsius. The ablation was not conducted beyond the temperature cut-off value. The ablation could be stopped by pressing the stop button or foot pedal release. It was also reported that at the end of the procedure it was confirmed that the patient's blood pressure decreased in the 60s. Effusion was confirmed by echocardiography. Medication of protamine and nitroglycerin were administered. The patient's blood pressure got back to normal status after about 20 minutes and the patient was returned to the ICU. Drainage was not performed. Patient required extended hospitalization. Patient fully recovered, however, required extended hospitalization (patient was discharged from the hospital 4 days after the procedure). The physician's opinion on the cause of the adverse event is that it was procedure related. There were no issues with flow rate change at the start of ablation. Irrigation was being performed. Activated clotting time (act) was 300. There was no evidence of steam pop. The customer's reported deflection issue with the optrell catheter is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote.

Manufacturer narrative:
On 11-feb-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #(B)(4).